Manufacturer narrative:
1. DHR/bhr review (lot#4109422): 1) the products of this batch were assembled at intima ii auto line 3 in jun 2024 and packaged at r240 & cfs package line in jun 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for 45psi leakage test, the test result is within the product specifications. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track and monitor such defect.

Event description:
No additional information is available.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm leaked on (B)(6) 2025 10:00 (nurse) used a 22gx1.00in 0.9mm x 25mm (383019 y-type) closed venous catheter to perform venous puncture on the patient. Before the puncture, saline was used to remove air and there were no problems. After the puncture was successful, the steel needle was withdrawn as usual, and blood flowed from the straight side of the y-shaped cannula where the steel needle was withdrawn. It was determined that the closed venous cannula was not properly sealed, so the needle was removed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.